Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported when using the bd vacutainer® z blood collection tubes, the device experienced red cell hang up, and missing additive. The following information was provided by the initial reporter. The customer stated: we have noticed that many dry tubes without gel show a gelatinous plug on the surface of the serum after centrifugation and a large trickle of blood in the serum. Have you ever had this type of feedback? In your opinion, does this have an impact on the centrifugation / result?

Manufacturer narrative:
The following fields were updated due to additional information: d10: device available for eval yes. D10: returned to manufacturer on: 2022-02-09. H6: investigation summary. Bd received 7 samples and 3 photos were provided for investigation. The photos were reviewed and the indicated failure mode for fibrin was observed, however red cell hang up was not observed. Additionally, the customer samples were evaluated along with retention samples of the incident lot were selected from bd inventory. The samples were tested and upon completion, the indicated failure mode for fibrin and red cell hang up was not observed. Bd was unable to duplicate the customer¿s indicated failure, fibrin and red cell hang up because the defect was not evident in the testing of the complaint lot samples. Replicates of both customer and control samples tested demonstrated clinically acceptable performance for all visual observations evaluated. All tubes performed as expected. Based on a review of the device history record for the incident lot, all product specifications and requirements for lot release were met. There were no related quality issues during manufacturing of the product. This complaint has been confirmed for the indicated failure mode fibrin based on photos only. This complaint was not able to be confirmed for the indicated failure mode red cell hang up. Bd was not able to identify a root cause for the indicated failure mode. H3 other text : see h10.

Event description:
It was reported when using the bd vacutainer® z blood collection tubes, the device experienced red cell hang up, and missing additive. The following information was provided by the initial reporter. The customer stated: we have noticed that many dry tubes without gel show a gelatinous plug on the surface of the serum after centrifugation and a large trickle of blood in the serum. Have you ever had this type of feedback? In your opinion, does this have an impact on the centrifugation / result?